Event description:
Customer reported occurrence of a malfunction alarm, identified as malf 12, with no notable events preceding it. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support in resetting the pump, and after the reset, the malfunction did not recur.